Event description:
It was reported that the original implant date of the patients total hip is unknown. Patient had their hip revised at the (B)(6) clinic on (B)(6) 2018. Sales rep is not aware of who the surgeon was for that revision, and as to why the hip was revised. Patient has a depuy stem with a 28mm +15.5 femoral head implanted. The acetabular component is a cemented competitor constrained liner. The cemented liner has become disengaged from the acetabulum, causing the patients hip to dislocate. Surgeon is planning to revise the cemented liner, and exchange the femoral head. The current femoral stem is going to remain implanted. Rep is unable to retrieve any part numbers for the femoral stem component. A new competitor cemented constrained liner was cemented into place and a 36mm +15.5 depuy femoral head was opened and implanted. The hip was found to be stable and the closing process began. Loosening of the competitor liner was reported at the cement to implant interface. Competitor cement was used. There was no surgical delay. Doi: (B)(6) 2018. Dor: (B)(6) 2022. Affected side: right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.